Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Blank fields on this form indicate the info is unk, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding device was used for treatment, not diagnosis. No sample was returned for eval. The lot number is unknown, therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that a pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a tplif spacer at levels l3l4 size and l4l5 size with pedicle screws at l3, l4, and l5. Pt was also implanted with click-x for supplemental fixation. The pt experienced pain for 132 months. Surgery date was (B)(6) 2005 and postoperatively pt experienced increasing back pain due to fall, requiring physical therapy and over the counter anti-inflammatories. This is 5 of 20 reports for the same event.